Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, around two years after five dental implants were installed in intraoral regions #36, #37, #44, #45 and #46; they had to be removed in consequence of the screws fractures. The fractured portion fot stuck into the implant. The 30 ncm of primary stability was achieved and the implants were installed without immediately load. The patient presented bone type I.